Manufacturer narrative:
This report is submitted pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by FDA. Curvafix, or its employees that the report constitutes an admission that the device, curvafix, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available, not disclosed, or does not apply, the section/field of the form is left blank.

Event description:
A patient treated for an anterior ring parasymphaseal injury was treated with two curvafix implants in the s1 and the ac on (B)(6) 2025. An interview with the implant surgeon was held on (B)(6) 2025 when the surgeon commented that the patient required a blood transfusion owing to blood loss during device implantation surgery on (B)(6) 2025.